Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy, an error 5 occurred at the end of operation. The blade was broken off when the blade was checked outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had contacted with a bipolar only once. One device will be returning.